Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were provided. The mother of the customer reported that the customer was hospitalized for high blood glucose levels. It was reported that the customer was also vomiting blood. The customer treated with an insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot the high blood glucose levels. No additional information was provided.